Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Interrogation of the pump determined it was used to infuse dilaudid 30.0mg/ml at 10.486mg/day and baclofen 100mcg/ml at 34.95 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the reason for the pump replacement was end of battery life. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.